Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the coating on the connecting tube was broken and peeled off. During setup involving an olympus rhino-laryngo videoscope. There was no patient injury reported.